Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the lesion was in the superficial femoral artery, that had no tortuosity or calcification. After atherectomy was performed, the fox balloon catheter was advanced for pre-dilatation; however, the balloon ruptured on the first inflation at 7 atmospheres. The balloon catheter was removed from the patient without issue and a new, same size, balloon catheter was used successfully. No adverse patient effects of clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the device confirmed a pinhole rupture in the balloon. Scanning electron microscopy analysis found tearing and mechanical damage on the outer surface of the balloon. In this case, the lesion site was described as heavily calcified, which likely caused the reported balloon rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency